Manufacturer narrative:
A product investigation was performed. The visual inspection of the returned pliers show that the leaf spring of the device is broken off at the screw position as complained. Otherwise the instrument is in good condition with slight signs of usage at the tip. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 9010046 was manufactured in june 2014 and all parts were according to our specifications. The broken surfaces on the leaf spring are homogenous what indicates material conformity as well. The thickness 1.5 mm of the spring, close to the breakage was measured per relevant drawing. The measuring result does show conformity. Afterwards it is not possible to determine the exact cause of the damages. We only can assume that the breakage occurred due to transport issue or mechanical overloading during use. Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Afterwards it is not possible to determine the exact cause of the damages. We only can assume that the breakage occurred due to transport issue or mechanical overloading during use. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of report: unknown / (B)(6) 2017 is the date provided from reporter. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part #398.650 / lot. #9010046, manufacturing location: (B)(4), manufacturing date: 11. June 2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product was sent to hospital in a set and when the set was received to the warehouse, the team saw that the device was broken. The device was not used in the surgery, so the product was thought to be broken during transportation, however, it's unknown when the product actually broke. This complaint involves one part. This report is 1 of 1 for (B)(4).